Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable due to a software error. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device received with overly bright backlight due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Self test pass. Customer stated that insulin pump did not give off any sounds when it alarmed with insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.